Event description:
In preparation for an esophageal varices banding procedure, the physician selected a cook endoscopy 6 shooter saeed multi-band ligator. The loading catheter was used to load the ligator barrel onto the endoscope before inserting the endoscope (with loaded ligator) into the patient. During the loading process, the small blue hook located on the end of the loading catheter reportedly separated from the loading catheter. The endoscope is passed into the patient and the blue hook reportedly "falls off" into the patient. Retrieval of the blue hook was reported to be difficult (i.e. Retrieval from the gastrointestinal tract was attempted, but unsuccessful). The physician elected to push the blue hook into the patient's stomach to allow natural passage through the gastrointestinal tract. A patient death or injury was not reported. Several attempts were made in an attempt to collect additional information regarding patient impact and product usage. The complainant did not specify if the patient experienced any adverse effects or required additional medical procedures due to this event.

Manufacturer narrative:
The information in this report was provided to us by our distributor in (B) (4) on behalf of a medical facility in (B) (6). The medical facility in (B) (6) involved in this report is listed. (B) (4). Evaluation: we could not confirm the report because the product said to be involved was not returned to cook endoscopy for evaluation. We could not conduct a review of the device history record or conduct a sample test from this lot because the lot number was not provided. After a review of the account ordering and shipping history, the lot number could not be determined. A review of the twelve month complaint history for this product family was conducted. Based on this review, the likelihood of this type of report is rare. Conclusions: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. Separation of the blue hook from the loading catheter can occur if the catheter receives excessive pressure during the loading process. The instructions for use direct the user to leave approximately 2cm of the trigger cord between the knot on the trigger cord and the hook on the loading catheter during the loading process. If the trigger cord was attached to the hook with the knot beside the hook, this could create resistance when withdrawing the loading catheter through the ligator handle. If additional pressure is applied to the loading catheter when resistance is encountered, this could contribute to separation of the blue hook from the loading catheter. Prior to distribution, all 6 shooter saeed multi-band ligators are subjected to a visual inspection to ensure device integrity. Corrective action: no corrective action warranted at this time because the report could not be verified. The complaint risk priority number (crpn) for this type of occurrence has been calculated based on the rate of occurrence and severity of the outcome. Based on this activity, no further action is warranted at this time. The likelihood of this type of occurrence is rare. Customer quality assurance will continue to monitor for complaint trends.